Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. Examination of the rotor body revealed a flat, tissue-like deposition between two of the rotor vanes, partially occluding one of the rotor pathways. The deposition lacked lamination and showed areas of denaturation, indicating it was present while the pump was supporting the patient. Additionally, a white, tissue-like deposition was present in the outlet stator. This deposition was not adhered, lacked lamination, and lacked denaturing. The structure of these depositions suggests that they did not originate in these locations; however, their origins and a duration in which they were present in the pump could not be conclusively determined. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions, revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process, and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s pump was exchanged on (B)(6) 2014 due to suspected thrombus.

Manufacturer narrative:
Approximate age of device - 5 months. The pump was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.